Event description:
A healthcare provider (hcp) for a clinical study reported via a manufacturing representative that there was a return of incontinence on (B)(6) 2015. The device was reprogrammed on (B)(6) 2015. The event was resolved on (B)(6) 2015 and was assessed as not serious, not related to the procedure, and related to the stimulation. Medical history included functional idiopathic urinary incontinence since 2000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.